Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient's device exhibited premature battery depletion due to high right atrial (ra) lead outputs. The ra lead exhibited high thresholds and fluoroscopy revealed the lead had pulled back with no slack, but was still attached to the atrium. The ra lead could not be extracted, so it was cut, capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.